Manufacturer narrative:
Future date of explantation: (B)(6) 2022. The complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: material rupture. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) african american female patient underwent primary breast augmentation with two 475cc mentor memorygel breast implants. Post-operatively, the patient suffered possible spontaneous right breast implant rupture. The breast was described to be appearing off and compromised. As a result, the patient has been scheduled for implant removal surgery on (B)(6) 2022.